Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device 30145693l number, and no internal action related to the complaint was found during the review. (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a ventricular tachycardia ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a clot issue occurred. During ablation on the patient in the middle of the case a johnson and johnson representative noticed a rise in impedance and temperature. The catheter was moved over to a new location in the left ventricle to observe if the same thing was happening again and to confirm it wasn't location specific. Again, there was a rise in temperature and impedance. The temperature got up to 38 degrees and impedance rose up to 200 ohms. The catheter was removed from the body to check for char and if it was irrigating properly. There was notable char on the catheter tip which the doctor wiped off and when testing for how well it was irrigating the catheter was seen to not be irrigating properly. Settings on the smartablate generator and smartablate pump were 35w, 60s in manual mode. Flow rate set to 15 ml. Catheter was replaced for like catheter. Case continued without further complications. There were no patient consequences. On 7/12/019, additional information was received indicating they were using heparinized saline at 1,000 units per 1l. The patient has not exhibited neurological symptoms. It was also clarified that the issue was more like a clot and not char since the doctor was able to wipe it off before checking the catheter¿s irrigation. The customer¿s reported issues of high impedance, high temperature and inadequate irrigation are considered not MDR reportable since the potential that these individually could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The issue of a clot has been assessed as an MDR reportable malfunction.

Manufacturer narrative:
On (B)(6)2019 , the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual inspection found, ¿a little reddish-brown material on the distal end of the tip dome; not enough material for a sample to be taken. Additionally, the shaft was found bent approximately 71.2 cm, 77.7 cm and 79.4 cm from the distal end of the tip dome.¿ the findings were reviewed and determined to be MDR reportable for evidence of clot formation which is consistent with the customer¿s reported event. The findings of ¿bends on the shaft¿ are not MDR reportable since the device integrity appears to be maintained and no internal components were exposed to patient. The most likely consequence is an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a ventricular tachycardia ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a clot issue occurred. During ablation on the patient in the middle of the case a johnson and johnson representative noticed a rise in impedance and temperature. The catheter was moved over to a new location in the left ventricle to observe if the same thing was happening again and to confirm it wasn't location specific. Again, there was a rise in temperature and impedance. The temperature got up to 38 degrees and impedance rose up to 200 ohms. The catheter was removed from the body to check for char and if it was irrigating properly. There was notable char on the catheter tip which the doctor wiped off and when testing for how well it was irrigating the catheter was seen to not be irrigating properly. Settings on the smartablate generator and smartablate pump were 35w, 60s in manual mode. Flow rate set to 15ml. Catheter was replaced for like catheter. Case continued without further complications. There were no patient consequences. Device evaluation details: the device evaluation has been completed. The device was inspected and reddish material was observed on the distal tip, this could be related to the thrombus/clot reported by the customer however, during the second visual inspection, the device was observed in normal conditions, no material was observed on the catheter tip. This could be related to the decontamination process. Then, a cool flow pump test was performed and it was found within specifications; the catheter was irrigating correctly and no irrigation issues were observed. Then, an electrical test was performed on the catheter and it was found within specifications, however, the thermocouple values were found out of spec. A failure analysis was performed and it was found that there is an electrical intermittence on the tip area creating the temperature issue. Finally, the catheter was connected to the stockert generator and impedance values were observed. A manufacturing record evaluation was performed and no internal action related to the reported complaint were identified. The customer complaint was confirmed. The temperature issue found, does not represent any patient safety impact since the device is unable to deliver radiofrequency (rf) energy to ablate. The root cause of the thrombus/clot observed on the catheter tip cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the procedure, however, this cannot be conclusively determined. Manufacturer's ref # pc-000499862.